Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that battery charge is not retained. The device will be sent to the product assessment center (pac) for further evaluation. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that battery charge is not retained on the customer's device. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated customer¿s device at the product assessment center (pac) and was not able to verify the reported issue. The battery received with the device has an exceeded expiration date of 2020-04-02. The device off current was tested and it does not exceed expected values. The device and the battery were archived by stryker. The customer has been provided with a replacement device. A cause of the reported issue was determined to be due to expired battery.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that battery charge is not retained on the customer's device. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.